Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system was previously reprogrammed to aai mode due to right ventricular (rv) lead fracture. Additionally, the pacemaker showed more than 90% rv pacing prior to reprogramming. It was suspected that the patient had ventricular rate regulation (vrr) because the histograms had showed 100% atrial fibrillation (af). This rv lead remains in service. No adverse patient effects or interventions were reported at this time. The field representative will follow up with the physician. Additional information received reported that rv lead fracture was identified via isometrics; rv oversensing was observed with arm movement. The device was programmed to voo, and rv extraction was anticipated for a later date. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system was previously reprogrammed to aai mode due to right ventricular (rv) lead fracture. Additionally, the pacemaker showed more than 90% rv pacing prior to reprogramming. It was suspected that the patient had ventricular rate regulation (vrr) because the histograms had showed 100% atrial fibrillation (af). This rv lead remains in service. No adverse patient effects or interventions were reported at this time. The field representative will follow up with the physician.

Event description:
It was reported that this pacemaker system was previously reprogrammed to aai mode due to right ventricular (rv) lead fracture. Additionally, the pacemaker showed more than 90% rv pacing prior to reprogramming. It was suspected that the patient had ventricular rate regulation (vrr) because the histograms had showed 100% atrial fibrillation (af). This rv lead remains in service. No adverse patient effects or interventions were reported at this time. The field representative will follow up with the physician. Additional information received reported that rv lead fracture was identified via isometrics; rv oversensing was observed with arm movement. The device was programmed to voo, and rv extraction was anticipated for a later date. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.